Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced diabetic ketoacidosis and highest blood glucose level reported was 700 mg/dl. The patient tried to self-treat by delivering insulin via pump but blood glucose level remained high. Subsequently, he was hospitalized and upon arrival at the hospital, the cannula was found to be kinked. The patient received insulin drips and fluids via intravenous route, which resolved the issue. The infusion set had been in use for three days and there was no permanent damage to the patient. The patient stayed in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.